Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited a hardware malfunction in which the sleep/wake button was unresponsive, and the user arranged a return and replacement. Symptoms included no clinical effects. Outcomes included no impact on health and continued therapy management with cgm. Investigation included troubleshooting, education on shutdown procedures, verification of serial number, and data sync guidance. Investigation of this case revealed a suspected device mechanical or interface failure of the sleep/wake control without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a component-level hardware malfunction.